Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the integrated electrosurgical unit (iesu) or erbe was not providing any energy, neither bipolar nor monopolar. The customer explained they had swapped the cables and the instrument and power-cycled the generator, with no change. The reporter explained that the generator was making a sound like it was providing energy, but there is no heat at the tips. The customer elected to connect a force triad to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe error c-84 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-84 is attributed to a faulty electrical component inside the erbe generator. This error indicates a short circuit condition between active and neutral electrodes. This error can be resolved through troubleshooting or replacement of the generator.